Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and based on the archive data review. The root cause was due to driveshaft not to be at "home" position, most likely attributed to unintended user error. During visual inspection, there was no physical damage observed on the autopulse platform. During initial functional testing, the autopulse displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon power on. The ua 45 was cleared by using the administrative menu and rotated the drive shaft to home position. The archive data review indicated user advisory (ua) 45 error message: thus, confirming the reported complaint. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Following this, another autopulse platform was used to continue the CPR. The customer, performed troubleshooting by reseating the and replacing to lifeband; and was not able to clear the error message. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.